Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a pocket infection. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).